Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on the n8w care area, a chemo infusion took 4 hours, 51 minutes longer than expected, and at the end of the infusion, 20 ml were unaccounted for. There was no patient harm as a result of the event.

Event description:
The customer reported that on the n8w care area, a chemo infusion took 4 hours, 51 minutes longer than expected, and at the end of the infusion, 20 ml were unaccounted for. There was no patient harm as a result of the event.

Manufacturer narrative:
The suspect device was not received for investigation. The concomitant pump module was received for investigation. The customer¿s report of a chemo under infusion could not be confirmed. Review of the pcu event logs confirmed that the initially reported suspect pump module s/n (B)(4) was not programmed for any chemo drugs around the date of the event. Pump module s/n (B)(4) was determined to be programmed for the chemo drug cytarabine around the time of the event, confirming that this device is the actual suspect device. On (B)(6) 2018 at 11:53 pm the pump module was programmed for a rate of 21.7ml/hr with a vtbi of 500ml. As programmed this infusion would be expected to complete in 23 hours and 2 minutes. On 5july2018 at 11:03 pm the infusion ended in an infusion complete-kvo alert on schedule. The user twice added additional vtbi to the cytarabine infusion program, on (B)(6) 2018 at 11:12 pm with an additional vtbi of 100ml and on (B)(6) 2018 at 2:53 am with an additional vtbi of 50ml. The primary volume infused for the cytarabine was recorded as approximately 622ml (28hr 39min). This would have been approximately 5 hours and 37 minutes longer than the initially programmed 23 hour and 2 minute infusion of cytarabine. Testing could not be performed on the suspect pump module since it was not returned by the customer for investigation. The root cause of the reported chemo under infusion could not be determined.

Event description:
The customer reported that on the n8w care area, a chemo infusion took 4 hours, 51 minutes longer than expected, and at the end of the infusion, 20 ml were unaccounted for. There was no patient harm as a result of the event.

Manufacturer narrative:
Correction to date of follow up 1: the following statement is corrected to state date of (B)(6) 2018 instead of (B)(6) 2018. The user twice added additional vtbi to the cytarabine infusion program, on 5july2018 at 11:12 pm with an additional vtbi of 100ml and on (B)(6) 2018 at 2:53 am with an additional vtbi of 50ml.